Event description:
Gross atrial under-sensing noted on stored egms (electrograms). Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).